Event description:
It was reported that during testing upon unboxing, the device was running without user activation. No patient involvement, medical intervention or clinically significant surgical delay were reported.